Event description:
This pi is created for the left knee. It was reported by stryker sales rep that patient complained consistent pain and effusion in both knees after bilateral mako tkr surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: triathlon ps fem component, cemented 5515-f-501 lot br49hd. Tri ts baseplate size 4 5521-b-400 lot bsb4ea. Simplexhv ce genta 10 pack 61931010 lot 009bb959la. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows the devices implanted in the patient through the open wound site. No damage or anything remarkable can be seen from the photograph. Clinician review: insufficient information was provided to support a medical review. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's insert was revised due to joint instability. The reported device was not returned however a photograph was provided for review. The photograph shows the devices implanted in the patient through the open wound site. No damage or anything remarkable can be seen from the photograph. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is created for the left knee. It was reported by stryker sales rep that patient complained consistent pain and effusion in both knees after bilateral mako tkr surgery.